Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 33. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.